Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronic assembly. The insulin pump also had moisture damage on the motor.

Event description:
The customer reported water damage after the customer was thrown into a pool with the insulin pump on. Advised that the insulin pump would be replaced. Nothing further was reported.